Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and several error ID 33 were found. The device was not received because it was repair locally. To solve the issue the mechanic block kit have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check of the part. However, the part has not been tested because the 33-air issue error does not belong to the agilia sp appliance, which does not have an air detector. The logs from this device have been sent to the r&d department for further investigation on error ID 33. For this complaint, with this information, no root cause could be identified however, the error reported by the customer is confirmed in the device logs provided so the complaint is valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: error 33 air detector error / history also sent reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.